Manufacturer narrative:
Device evaluation: the device was returned assembled. The evaluation of the returned device revealed a red, soft deposition on the distal side of the outlet stator. The deposition did not appear laminated and there were no contact marks on the outlet section of the rotor to suggest that the deposition was present while the pump was operating. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the deposition could not be determined, the deposition appeared to cause minimal flow area obstruction and could have potentially contributed to the reported increase in the patient¿s lactate dehydrogenase level. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange of (B)(6) 2014 was reported under medwatch MFR report# 0002916596-2014-01838. Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 1 month. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013, and subsequently suffered pump thrombosis and underwent a pump exchange on (B)(6) 2014. Following the lvad exchange, the patient also underwent alloderm reconstruction of the abdominal wall fascia secondary to alloderm mesh reconstruction of the abdominal wall fascia, secondary to a large defect after the pump exchange. The patient was admitted on (B)(6) 2016, due to elevated lactic acid dehydrogenase which kept on rising. The patient also demonstrated signs of hemoglobinuria. Hemodynamically the patient was overall stable; however, it was reported that on physical examination the patient did demonstrate positive peripheral arterial pulses indicating pump thrombosis. The patient underwent a device exchange due to suspected thrombus on (B)(6) 2016.